Manufacturer narrative:
The failure was isolated to the front pcb. (B)(4).

Event description:
During a service by covidien of a reported display failure, it was found that the display segments were intermittently missing. No pt was involved.